Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer's blood glucose reading read hi on the glucose meter. Troubleshooting was performed, and the insulin pump passed prime test. The customer did not have a tubing clamp to run the high pressure test.